Event description:
As of the date of this report, patient had visited her healthcare provider for a refill and a volume discrepancy was reported. It was stated that patient was filled ¿only with 20ml¿ at her implanting center in (B)(6) 2013 and as of today ((B)(6) 2014) at her refill ¿2.5ml was to be obtained and over 20ml was withdrawn¿. Patient reportedly had experienced increased spasms since her pump refill in (B)(6) 2013. Cause of the discrepancy was unknown; it was stated that patient was referred to report to her implanting center for work up and/or revision. Drug in the pump was baclofen. The status of the patient at the time of the report was ¿alive ¿ no injury¿. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).